Manufacturer narrative:
The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer.

Event description:
Burn on my skin/felt to be restricted/ feeling restricted [thermal burn] , did not control her skin while using thermacare/did not read the instruction for use before application [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A 40-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2018 to (B)(6) 2018 used on 5 days with daily application and for 8 hours/day for back pain/lower back pain. The patient medical history was not reported. Her skin was light but not sensitive. She did not have any skin diseases. There were no concomitant medications. Thermacare heatwrap was used in the past and no adverse effect happened. She did not use any other heat generating products. The patient had back pain in mid of (B)(6) 2018 and bought, like every time, thermacare and used it properly. Unfortunately there were burn on her skin in 2018. She had either paint nor burning sensation during wearing the wrap. Therefore, she did not withdraw it. No one told her about it because she was single. She consulted a physician. A physiotherapist recognized it one month later. Instantly she withdraw the heat wraps in (B)(6) 2018. This circumstance was 9 months ago in 2018 and her back was not yet recovered. She felt to be restricted. Her back addressed multiple times in sauna. Also in summer she was feeling restricted. Dermatologist confirmed skin event on (B)(6) 2019 : "erythema ab igne (chronic damage of skin due to heat) - anamesis: long-term use of heat wraps/ painkiller wrap in lower back area. This was highly probable associated with skin damage." She suggested an injury award for this. Otherwise she will forward it to her boss (law office). Thermacare was used over the cloths (undershirt). She did not use thermacare while sport. She did not control her skin while using thermacare in 2018. She did not read the instruction for use before application. No other medications used while application causing intolerance. Patient was not hospitalized and did not receive any treatment due to the event burn on my skin/felt to be restricted/ feeling restricted. As of (B)(6) 2019, the physician reported that the patient presented only once in their office. Brownish-marbled skin changes in the area of lower back was observed. Anamnestically the patient used heat wrap for some time. The skin change was old and not acute anymore at the time point of the presentation. No therapy was given. According to estimation of the physician the skin change will remain, further damages or complaints were not evident at the time point of the presentation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The outcome of the event burn on my skin/felt to be restricted/ feeling restricted was not resolved, and of the other event was unknown. According to the product quality complaint group: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Follow-up (24jul2019): new information received from a contactable consumer includes: suspect product details (including start date, stop date, frequency, and additional indication), no concomitant medications, past product used, reaction data (including new event did not control her skin while using thermacare/did not read the instruction for use before application, deny of hospitalization and treatment). Follow-up (08aug2019): new information received from the contactable physician included: new reporter and observation from the physician. Follow-up attempts are completed. No further information is expected. Follow-up (07aug2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not available. Summary of investigations: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Lot trend assessment & rationale: a lot trend was not performed as the lot number is unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term], did not control her skin while using thermacare/did not read the instruction for use before application [device use error], burn on my skin/felt to be restricted/ feeling restricted [thermal burn], narrative: this is a spontaneous report from a contactable consumer and a contactable physician. A 40-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2018 used on 5 days with daily application and for 8 hours/day for back pain/lower back pain. The patient medical history was not reported. Her skin was light but not sensitive. She did not have any skin diseases. There were no concomitant medications. Thermacare heatwrap was used in the past and no adverse effect happened. She did not use any other heat generating products. The patient had back pain in mid of (B)(6) 2018 and bought, like every time, thermacare and used it properly. Unfortunately there were burn on her skin in 2018. She had neither paint nor burning sensation during wearing the wrap. Therefore, she did not withdraw it. No one told her about it because she was single. She consulted a physician. A physiotherapist recognized it one month later. Instantly she withdraw the heat wraps in (B)(6) 2018. This circumstance was 9 months ago in 2018 and her back was not yet recovered. She felt to be restricted. Her back adressed multiple times in sauna. Also in summer she was feeling restricted. Dermatologist confirmed skin event on (B)(6) 2019: "erythema ab igne (chronic damage of skin due to heat) - anamesis: long-term use of heat wraps/ painkiller wrap in lower back area. This was highly probable associated with skin damage." She suggested an injury award for this. Otherwise she will forward it to her boss (law office). Thermacare was used over the cloths (undershirt). She did not use thermacare while sport. She did not control her skin while using thermacare in 2018. She did not read the instruction for use before application. No other medications used while application causing intolerance. Patient was not hospitalized and did not receive any treatment due to the event burn on my skin/felt to be restricted/ feeling restricted. As of (B)(6) 2019, the physician reported that the patient presented only once in their office. Brownish-marbled skin changes in the area of lower back was observed. Anamnestically the patient used heat wrap for some time. The skin change was old and not acute anymore at the time point of the presentation. No therapy was given. According to estimation of the physician the skin change will remain, further damages or complaints were not evident at the time point of the presentation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The outcome of the event burn on my skin/felt to be restricted/ feeling restricted was not resolved, and of the other event was unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information received from product quality complaint group on 22jun2020: site sample status: not available. Summary of investigations: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Lot trend assessment & rationale: a lot trend was not performed as the lot number is unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (24jul2019): new information received from a contactable consumer includes: suspect product details (including start date, stop date, frequency, and additional indication), no concomitant medications, past product used, reaction data (including new event did not control her skin while using thermacare/did not read the instruction for use before application, deny of hospitalization and treatment). Follow-up (08aug2019): new information received from the contactable physician included: new reporter and observation from the physician. Follow-up attempts are completed. No further information is expected. Follow-up (07aug2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (09sep2019): this follow-up is being submitted to amend previously reported information: investigation results were entered in error. Follow-up (20aug2019): new information received from the product quality complaint group includes investigational results. Follow-up (22jun2020): new information received from the product quality complaint group includes investigational results. No follow-up attempts are needed. No further information is expected.

Event description:
Burn on my skin/felt to be restricted/ feeling restricted [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to 2018 at unknown frequency for back pain. The patient medical history and concomitant medications were not reported. The patient had back pain in mid of (B)(6) 2018 and bought, like every time, thermacare and used it properly. Unfortunately there were burn on her skin in 2018. She had either paint nor burning sensation during wearing the wrap. Therefore, she did not withdraw it. No one told her about it because she was single. A physiotherapist recognized it one month later. Instantly she withdraw the heat wraps in 2018. This circumstance was 9 months ago in 2018 and her back was not yet recovered. She felt to be restricted. Her back addressed multiple times in sauna. Also in summer she was feeling restricted. Dermatologist confirmed skin event on (B)(6) 2019: "erythema ab igne (chronic damage of skin due to heat) - anamesis: long-term use of heat wraps/ painkiller wrap in lower back area. This was highly probable associated with skin damage." She suggested an injury award for this. Otherwise she will forward it to her boss (law office). The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2018. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn on my skin/felt to be restricted/ feeling restricted [thermal burn] , did not control her skin while using thermacare/did not read the instruction for use before application [device use error] , . Case narrative: this is a spontaneous report from a contactable consumer. A 40-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2018 to (B)(6) 2018 used on 5 days with daily application and for 8 hours/day for back pain/ lower back pain. The patient medical history was not reported. Her skin was light but not sensitive. She did not have any skin diseases. There were no concomitant medications. Thermacare heatwrap was used in the past and no adverse effect happened. She did not use any other heat generating products. The patient had back pain in mid of (B)(6) 2018 and bought, like every time, thermacare and used it properly. Unfortunately there were burn on her skin in 2018. She had either paint nor burning sensation during wearing the wrap. Therefore, she did not withdraw it. No one told her about it because she was single. She consulted a physician. A physiotherapist recognized it one month later. Instantly she withdraw the heat wraps in (B)(6) 2018. This circumstance was 9 months ago in 2018 and her back was not yet recovered. She felt to be restricted. Her back adressed multiple times in sauna. Also in summer she was feeling restricted. Dermatologist confirmed skin event on (B)(6) 2019: "erythema ab igne (chronic damage of skin due to heat) - anamesis: long-term use of heat wraps/ painkiller wrap in lower back area. This was highly probable associated with skin damage." She suggested an injury award for this. Otherwise she will forward it to her boss (law office). Thermacare was used over the cloths (undershirt). She did not use thermacare while sport. She did not control her skin while using thermacare. She did not read the instruction for use before application. No other medications used while application causing intolerance. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. Patient was not hospitalized and did not receive any treatment due to the event burn on my skin/felt to be restricted/ feeling restricted. The outcome of the event burn on my skin/felt to be restricted/ feeling restricted was not resolved, and of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24jul2019): new information received from a contactable consumer includes: suspect product details (including start date, stop date, frequency, and additional indication), no concomitant medications, past product used, reaction data (including new event did not control her skin while using thermacare/did not read the instruction for use before application, deny of hospitalization and treatment). Company clinical evaluation comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burn on my skin/felt to be restricted/ feeling restricted [thermal burn] , did not control her skin while using thermacare/did not read the instruction for use before application [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A 40-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2018 to (B)(6) 2018 used on 5 days with daily application and for 8 hours/day for back pain/lower back pain. The patient medical history was not reported. Her skin was light but not sensitive. She did not have any skin diseases. There were no concomitant medications. Thermacare heatwrap was used in the past and no adverse effect happened. She did not use any other heat generating products. The patient had back pain in mid of (B)(6) 2018 and bought, like every time, thermacare and used it properly. Unfortunately there were burn on her skin in 2018. She had either paint nor burning sensation during wearing the wrap. Therefore, she did not withdraw it. No one told her about it because she was single. She consulted a physician. A physiotherapist recognized it one month later. Instantly she withdraw the heat wraps in (B)(6) 2018. This circumstance was 9 months ago in 2018 and her back was not yet recovered. She felt to be restricted. Her back addressed multiple times in sauna. Also in summer she was feeling restricted. Dermatologist confirmed skin event on (B)(6) 2019: "erythema ab igne (chronic damage of skin due to heat) - anamesis: long-term use of heat wraps/ painkiller wrap in lower back area. This was highly probable associated with skin damage." She suggested an injury award for this. Otherwise she will forward it to her boss (law office). Thermacare was used over the cloths (undershirt). She did not use thermacare while sport. She did not control her skin while using thermacare in 2018. She did not read the instruction for use before application. No other medications used while application causing intolerance. Patient was not hospitalized and did not receive any treatment due to the event burn on my skin/felt to be restricted/ feeling restricted. As of (B)(6) 2019, the physician reported that the patient presented only once in their office. Brownish-marbled skin changes in the area of lower back was observed. Anamnestically the patient used heat wrap for some time. The skin change was old and not acute anymore at the time point of the presentation. No therapy was given. According to estimation of the physician the skin change will remain, further damages or complaints were not evident at the time point of the presentation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The outcome of the event burn on my skin/felt to be restricted/ feeling restricted was not resolved, and of the other event was unknown. Follow-up (24jul2019): new information received from a contactable consumer includes: suspect product details (including start date, stop date, frequency, and additional indication), no concomitant medications, past product used, reaction data (including new event did not control her skin while using thermacare/did not read the instruction for use before application, deny of hospitalization and treatment). Follow-up (08aug2019): new information received from the contactable physician included: new reporter and observation from the physician. Follow-up attempts are completed. No further information is expected. Follow-up (07aug2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (09sep2019): this follow-up is being submitted to amend previously reported information: investigation results were entered in error., comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burn on my skin/felt to be restricted/ feeling restricted [thermal burn], did not control her skin while using thermacare/did not read the instruction for use before application [device use error]. Case narrative: this is a spontaneous report from a contactable consumer and a contactable physician. A 40-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), from on (B)(6) 2018 used on 5 days with daily application and for 8 hours/day for back pain/lower back pain. The patient medical history was not reported. Her skin was light but not sensitive. She did not have any skin diseases. There were no concomitant medications. Thermacare heatwrap was used in the past and no adverse effect happened. She did not use any other heat generating products. The patient had back pain in mid of on (B)(6) 2018 and bought, like every time, thermacare and used it properly. Unfortunately there were burn on her skin in 2018. She had either paint nor burning sensation during wearing the wrap. Therefore, she did not withdraw it. No one told her about it because she was single. She consulted a physician. A physiotherapist recognized it one month later. Instantly she withdraw the heat wraps on (B)(6) 2018. This circumstance was 9 months ago in 2018 and her back was not yet recovered. She felt to be restricted. Her back addressed multiple times in sauna. Also in summer she was feeling restricted. Dermatologist confirmed skin event on (B)(6) 2019: "erythema ab igne (chronic damage of skin due to heat) - anamesis: long-term use of heat wraps/ painkiller wrap in lower back area. This was highly probable associated with skin damage." She suggested an injury award for this. Otherwise she will forward it to her boss (law office). Thermacare was used over the cloths (undershirt). She did not use thermacare while sport. She did not control her skin while using thermacare in 2018. She did not read the instruction for use before application. No other medications used while application causing intolerance. Patient was not hospitalized and did not receive any treatment due to the event burn on my skin/felt to be restricted/ feeling restricted. As of on (B)(6) 2019, the physician reported that the patient presented only once in their office. Brownish-marbled skin changes in the area of lower back was observed. Anamnestically the patient used heat wrap for some time. The skin change was old and not acute anymore at the time point of the presentation. No therapy was given. According to estimation of the physician the skin change will remain, further damages or complaints were not evident at the time point of the presentation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event burn on my skin/felt to be restricted/ feeling restricted was not resolved, and of the other event was unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (24jul2019): new information received from a contactable consumer includes: suspect product details (including start date, stop date, frequency, and additional indication), no concomitant medications, past product used, reaction data (including new event did not control her skin while using thermacare/did not read the instruction for use before application, deny of hospitalization and treatment). Follow-up (08aug2019): new information received from the contactable physician included: new reporter and observation from the physician. Follow-up attempts are completed. No further information is expected. Follow-up (07aug2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (09sep2019): this follow-up is being submitted to amend previously reported information: investigation results were entered in error. Follow-up (20aug2019): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn on my skin/felt to be restricted/ feeling restricted [thermal burn] , did not control her skin while using thermacare/did not read the instruction for use before application [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A 40-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2018 used on 5 days with daily application and for 8 hours/day for back pain/ lower back pain. The patient medical history was not reported. Her skin was light but not sensitive. She did not have any skin diseases. There were no concomitant medications. Thermacare heatwrap was used in the past and no adverse effect happened. She did not use any other heat generating products. The patient had back pain in mid of sep2018 and bought, like every time, thermacare and used it properly. Unfortunately there were burn on her skin in 2018. She had either paint nor burning sensation during wearing the wrap. Therefore, she did not withdraw it. No one told her about it because she was single. She consulted a physician. A physiotherapist recognized it one month later. Instantly she withdraw the heat wraps in oct2018. This circumstance was 9 months ago in 2018 and her back was not yet recovered. She felt to be restricted. Her back adressed multiple times in sauna. Also in summer she was feeling restricted. Dermatologist confirmed skin event on 21may2019: "erythema ab igne (chronic damage of skin due to heat) - anamesis: long-term use of heat wraps/ painkiller wrap in lower back area. This was highly probable associated with skin damage." She suggested an injury award for this. Otherwise she will forward it to her boss (law office). Thermacare was used over the cloths (undershirt). She did not use thermacare while sport. She did not control her skin while using thermacare. She did not read the instruction for use before application. No other medications used while application causing intolerance. Patient was not hospitalized and did not receive any treatment due to the event burn on my skin/felt to be restricted/ feeling restricted. As of 08aug2019, the physician reported that the patient presented only once in their office. Brownish-marbled skin changes in the area of lower back was observed. Anamnestically the patient used heat wrap for some time. The skin change was old and not acute anymore at the time point of the presentation. No therapy was given. According to estimation of the physician the skin change will remain, further damages or complaints were not evident at the time point of the presentation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in oct2018. The outcome of the event burn on my skin/felt to be restricted/ feeling restricted was not resolved, and of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24jul2019): new information received from a contactable consumer includes: suspect product details (including start date, stop date, frequency, and additional indication), no concomitant medications, past product used, reaction data (including new event did not control her skin while using thermacare/did not read the instruction for use before application, deny of hospitalization and treatment). Company clinical evaluation comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Follow-up (08aug2019): new information received from the contactable physician included: new reporter and observation from the physician. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.